Event description:
Customer reported that the insulin pump had cracks going from the battery compartment to the screen as well as the corner from the display screen towards the reservoir cap area. Customer stated that the insulin pump has been dropped and bumped. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube window, reservoir tube lip and lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.